Event description:
Biomed reported an administration set leaked from a hole in the silicone segment below the upper fitment and blood leaked into the pump. Biomed believes the blood set may have been mis-loaded as the tubing looks as though it was pinched in the door. No patient harm occurred and no medical intervention was required.

Manufacturer narrative:
(B)(4). Product was evaluated and customer's complaint of a leak at the upper silicone segment was confirmed. A crush mark was seen on the upper fitment and a tear was observed in the silicone tubing at the upper fitment. The root cause of the tear in the silicone tubing at the upper fitment is unknown.